Event description:
Literature was reviewed regarding a patient who previously underwent transcatheter aortic valve-in-valve replacement in which a 26 mm medtronic corevalve transcatheter valve was implanted inside a 27 mm medtronic mosaic surgical valve. The authors indicated that the reason for valve-in-valve replacement was because the patient had developed endocarditis of the mosaic valve ten years after implant (unclear what organisms grew), resulting in severe aortic insufficiency. At an unspecified time after corevalve implant, the patient presented with a month of exertional dyspnea. Diagnostic imaging (transthoracic and transesophageal echocardiography, respectively) showed the following: ejection fraction of 27%, degenerated and restricted corevalve leaflets, and severe central aortic insufficiency. According to the authors, the diagnostic findings were consistent with cardiogenic shock from severe aortic insufficiency. Consequently, a non-medtronic transcatheter valve (23 mm sapien 3 ultra) was implanted valve-in-valve-in-valve (sapien-in-corevalve-in-mosaic), which resolved the aortic insufficiency. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: wang, t, kadakia, r, namdaran, p. Et al. Shocking valve trilogy: a case of valve-in-valve-in-valve tavr. J am coll cardiol. 2024 apr, 83 (13_supplement) 3018. Https://doi.org/10.1016/s0735-1097(24)05008-3. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.